Event description:
The customer reported to olympus, the xenon light source power switch cannot be pushed. The technician performed power switch replacement and inspection per instruction in technical guide, however, it is unknown if the issue was resolved. The issue was found during an unknown procedure. There were no reports of patient injury or harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. The customer's reportable malfunction was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.